Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: needle on insyte autoguard IV catheter would not retract when button pushed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: needle on insyte autoguard IV catheter would not retract when button pushed.

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team. As the photos do not provide a clear view of the button position, the nonconformance could not be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no samples were received by our quality team for evaluation therefore the failure mode could not be verified. H3 other text : see h.10.